Manufacturer narrative:
Medications: plavix, pletal, metformin, trazodone, aspirin, vesicare, flomax, lipitor, mobic, metaproterenol, and centrum silver. Additional devices implanted and/or related to this event: (B)(4) and (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death). (B)(4).

Event description:
On (B)(6) 2015, the patient was treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the devices were implanted and landed as intended. The aneurysm was excluded. Reportedly at the end of the procedure upon withdrawing the occlusion balloons the patient coded. There was a rupture to the right common iliac artery ((B)(4)) was implanted in the right iliac artery). The physician performed a cut down procedure to repair the right iliac artery and the patient was given 16 units of blood. Approximately one hour post procedure, the patient expired. The physician is not attributing the cause of death to the gore device, but to the patient's friable arteries and diseased anatomy.